Event description:
A complaint of high readings was received on a customer's sof-tact/soft-sense meter. The customer obtained a reading of 325 mg/dl compared to a laboratory comparision reading of 114 mg/dl. When plotting the readings on a parkes error grid the results fall in the "c" zone showing the difference to be clinically significant. There as no report of death, serious injury or mistreatment associated with this event.